Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump delivered a 19 unit bolus without customer input. Customer's blood glucose ranged between 42-62 mg/dl. Review of the pump data logs by tandem technical support verified that the customer delivered the bolus manually. Additionally, the customer may have accidentally transposed the blood glucose (bg) value and carbohydrates amounts when entering values into the pump. Multiple attempts were made by tandem technical support to inform customer of t:connect findings; however, the customer did not respond.